Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm maverick balloon catheter was selected for use. However, during unpacking, it was noted that the anterior segment of the balloon was fractured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the event did not happen and this adverse event report was caused by misoperation by the customer.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm maverick balloon catheter was selected for use. However, during unpacking, it was noted that the anterior segment of the balloon was fractured. The procedure was completed with another of the same device. No patient complications were reported.